Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: incidents occurred on (B)(6) 2022. The patient was intubated for thoracic surgery when the cuff was inflated a leak was observed. The second tube was tested before intubation, and it also had a cuff leak. It was not possible to ventilate the patient. The patient was extubated then reintubated.

Event description:
Reported issue: incidents occurred on 13 december 2022. The patient was intubated for thoracic surgery when the cuff was inflated a leak was observed. The second tube was tested before intubation, and it also had a cuff leak. It was not possible to ventilate the patient. The patient was extubated then reintubated.

Manufacturer narrative:
Qn#(B)(4). One piece of the actual sample was returned for investigation. The device history review showed the products were meeting release sp ecification. The bronchial tube was inflated using endotesta for both clear and blue cuff. The clear cuff was unable to maintain pressure and the blue cuff, maintained pressure. Based on the tracheal clear cuff, as it was unable to maintain pressure, further verification on the cuff was performed. A big leakage mark was observed on the clear cuff. Based on the investigation, the defect mode on cuff leakage was confirmed. There was a big cur mark observed on the actual sample causing the cuff to not inflate at all. However, the defect could not be verified as manufacturing related because this product undergoes 100% water leak test and visual inspection prior to product released therefore, such leaking is able to be detected and culled out during processing. The leak observed during use by the complainant may have been possibly caused during intubation.